Manufacturer narrative:
Journal article: long-term experience with resolute onyx balloon mounted stent for medically refractory intracranial atherosclerotic disease evaluated by wingspan stent system post market surveillance (weave) methodod authors: hassan, ameer; khalil, mohammad; desai, sohum; tekle, wondwossen journal: asa international stroke conference 2022 year: 2022 reference: doi/10.1161/str.53.suppl_1.tp162. Patient death was also included in the results of the journal article, however no causal link suggesting that the medtronic device used in the patient cohort may have caused or contributed to the death was provided. Age: average age, gender: majority gender, event date: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled: long-term experience with resolute onyx balloon mounted stent for medically refractory intracranial atherosclerotic disease evaluated by wingspan stent system post market surveillance (weave) methodology. This study investigated the use of resolute onyx drug eluting stents in patients with medically refractory intracranial atherosclerotic disease (icad) using the weave methodology to assess outcomes. Primary outcomes assessed according to weave trial criteria were ischemic or hemorrhagic stroke or death within 72 hours of the procedure. Secondary outcomes were assessed by occurrence of stroke and/or in-stent restenosis evaluated 30 days post-procedure clinically or angiographically. A total of 58 patients were analyzed as part of this study. A total of 62 resolute onyx des were used to treat the 58 patients with symptomatic lesions with an average stenosis of 84.7%. All procedures were completed successfully with 30% residual stenosis. One case of hemorrhage and death within 72 hours was reported. Out of 41 patients who had a long-term follow-up, 0 patients had a stroke. During the 6 month angiographic follow-ups, 1 patient had in-stent restenosis treated via angioplasty.

Manufacturer narrative:
Additional information: it was confirmed that the patient death reported was not device related, the patient had an aneurysm that ruptured during the deployment of the stent. Annex e code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.